Manufacturer narrative:
Updated blocks: d10 and h6. During laboratory analysis, the product surveillance technician (pst) observed the power manager to be detecting a supply voltage failure event. The supply voltage to u23 requires a 5vlr, but the supplied voltage was 3.088 volts which was too low to engage the u23 that controls the battery charger. This would disable the battery charger, initiating the message that the battery can not charge and back up may not be available. The suspect batteries were also sent back and evaluated and both were found to fail the minimum voltage and conductance testing. The batteries were attempted to be charged using the suspect power manager and it was found that they could not be fully charged. They were then attempted to be charged using a lab use only power manager board and still could not be fully charged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue, the batteries were showing zero charge and the light emitting diode (led) was red. He removed and replaced the batteries, but after all day of charging the batteries would not go above zero. The fsr then removed and replaced the power manager board and the batteries started charging immediately. The system was charged overnight and received a full charge and a green led light. The unit operated to the manufacturer's specifications. The suspect parts were sent back to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery would not hold a charge even after charging overnight. There was no patient involvement.